Event description:
Caller reported an occlusion issue that occurred earlier in the day, causing a high blood glucose reading of "high." The customer administered a correction bolus via the pump. To resolve the issue, the customer changed the trusteel infusion set and cartridge. Multiple attempts were made to obtain additional information, including whether blood glucose level was successfully resolved; however, no additional information regarding this event was provided.